Manufacturer narrative:
On (B)(6) 2017 the medical affairs director performed a clinical evaluation and commented as follows: two years after primary tka, x-rays showed that the security screw holding the tibial insert to the tibial baseplate backed out. The causes for this event cannot be determined: it could be insufficient tightening torque at initial implantation, but this cannot be demonstrated. The surgeon replaced the insert and apparently no damage was found on remaining implanted components. Batch review performed on 09 january 2017. Lot 143374: (B)(4) items manufactured and released on 15 july 2014. Expiration date: 2019-05-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Not available.

Event description:
The surgeon noticed the screw backed out of the poly. The surgeon revised the insert and implanted a 14mm insert. The surgery was completed successfully. X-rays available, explants are not available.